Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for a routine follow-up, an alert was displayed for elective replacement indicator but battery voltage was normal.